Manufacturer narrative:
Additional data: d4, d9, h3, h4. H6 coding has been updated to reflect completion of the investigation.

Event description:
No new information.

Event description:
A company representative reported that an avs navigator dynamic distractor jammed intra-operatively and that the tip deformed. The procedure was completed successfully with a 10 minute surgical delay and no adverse consequence to the patient.